Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4) s/n: (B)(4), analysis found: nafc0530 - power converter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was making a continuous beeping sound and stopped taking fluoro in the middle of a 3d spin. The remote desktop generator was ¿not ready¿ status. The site rebooted the system and that temporally resolved the issue. No patient was present at the time of the event. Issue occurred in a cadaver lab.